Manufacturer narrative:
(B)(4) date sent: 1/5/2017.

Event description:
It was reported that on (B)(6) 2016 the patient was operated on for an open total gastrectomy, in which they used the device to perform an esophagus-jejunal anastomosis. However, the day after surgery the patient presented complications, as reported by the doctor. On (B)(6), a reoperation occurred where it was observed that the esophagus-jejunal anastomosis was completely open. During the reoperation, the anastomosis was closed with manual suture. At this moment, the patient is in the ICU of the hospital, slowly improving his health condition. It is not known if the cause of leakage of esophagus-jejunal anastomosis is the product of the device, the advanced condition of the cancer of the foundation or the surgical technique one device was discarded.

Manufacturer narrative:
(B)(4). Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative radiation or chemotherapy? Who fired the device and what is his/her experience? Does the surgeon believe the anastomosis had some involvement with residual cancer? Where is the green range was the indicator when the device was fired? Did the doctor wait 15 seconds and retighten before firing? Were the donuts inspected? If so, please describe. Were the washers inspected? If so, please describe. Did the healthcare professional receive audible and tactile feedback when firing the device? Were there any staple formation issues noted? If so, please describe their shape. What were the complications the day after surgery? Did these complication lead to the reoperation? What is the current patient status?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the patient receive any preoperative radiation or chemotherapy? No. Who fired the device and what is his/her experience? He is a medical surgeon of digestive high of plant of the hospital. Does the surgeon believe the anastomosis had some involvement with residual cancer? No. Where is the green range was the indicator when the device was fired? At the lower limit. Did the doctor wait 15 seconds and retighten before firing? Yes. Were the donuts inspected? If so, please describe. Yes, both were complete. Were the washers inspected? If so, please describe. No information. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes. Were there any staple formation issues noted? If so, please describe their shape. No. What were the complications the day after surgery? Abdominal pain, fever, decay did these complication lead to the reoperation? Yes. What is the current patient status? The last antecedent obtained on the state of the patient is that he was in the ICU of the extubated hospital.